Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the battery compartment was found to be cracked from the threads to the case seal. Unrelated to the battery compartment, the keypad was peeling beneath the ok button. All of the keypad buttons were normally responsive and there was no contamination on the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.